Manufacturer narrative:
Continuation of d10: 4076 lead implanted on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day post right ventricular (rv) lead replacement, with the use of an absorbable enveloped, the patient developed a hematoma to the left chest. Contributing factors were intravenous herapin administered. The patient was prescribed medication for pain and discharged a few days later. It was further noted that one week later, the patient presented to the emergency department with extravasation of the hematoma through sutures with presyncope and fatigue. A possible infection was determined although blood cultures were negative. Medication was prescribed again and the patient was treated as presumed infection with the implantable pulse generator (ipg) system explanted and replaced. Purulent drainage was noted during removal. No further patient complications have been reported as a result of this event.